Event description:
It was reported a triclip procedure was being performed to treat tricuspid regurgitation (tr) with a grade of 5. The first clip was positioned, however, during deployment the clip would not fully disengage from the pin. It was confirmed that all steps were performed and troubleshooting was performed. The physician adjusted the stabilizer to ensure directly over clip, unthreaded actuator a couple of more turns, accessed gripper lines and removed both, and still would not deploy. They slightly adjusted f knob to ensure direct trajectory of the cds catheter to clip and continued to gently pull on cds and eventually it deployed. A second clip was prepared to be positioned. When crossing the valve, the physician was extremely close to first clip. After looking at the orientation, they decided to reposition. Upon repositioning they interacted with the first clip. They gently maneuvered and became unstuck. The clip was then positioned and deployed without issue. Tr was reduced to grade 3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.